Manufacturer narrative:
Insulin pump received with blank display and constant tome alarm, due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump had a blank display, and a battery replacement did not resolve the issue. The blood glucose reading was 24 mmol/l. The reporter called back after letting the device rest, removed and reinserted the battery, and the insulin pump counted up to 7, then stayed on the black screen. Advised that a replacement device would be sent. The reporter called back again, stating that the display was blank for greater than 30 seconds and was still blank. It was noted that the insulin pump had been dropped recently. Cleaning the battery cap did not resolve the issue. Advised the customer to remove the battery for 2 hours, let the device rest, monitor, and call back if the issue persisted. The blood glucose reading was 7.4 mmol/l. The reporter called back, noting that the screen returned but the insulin pump sounded a constant high pitch noise. No response from the buttons were observed. Advised that the device would still be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.